Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd twinpak had an other issue. As per photo, the cap color is different. The following information was provided by the initial reporter: presentation issue.

Manufacturer narrative:
(B)(4) follow up report for correction. This complaint was determined to be non-reportable after the MDR was submitted.

Event description:
No additional information provided.